Event description:
It was reported that when using the bd pyxis¿ medbank tower, an error message stating 'cannot issue more than 0 qty' was displayed when attempting to issue medications to a patient. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was failed to issue the medication to the patients. A technical support specialist logged into the medbank myqlink and discovered that there was a previous issue amount for item "lorazepam mdv inj 2mg/ml". Since user had pharma admin rights, user accessed the cabinet and performed a cycle count to correct the item quantity. Following the adjustment, user was able to issue the medication to patient without any issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, an error message stating cannot issue more than 0 qty was displayed when attempting to issue medications to a patient. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.